Event description:
¿I also pointed out that there are 3 undersensing pvcs on the current egm. She had not noticed that. I recommended thorough in clinic evaluation of both the lv and rv lead. Discussed shipped bipolar rv sensitivity is .9mv and this is currently programmed to 2.8mv and there is clear undersensing noted of pvcs. She states that patient has a history of pvcs, but undersensing has not previously been noted¿. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).